Event description:
It was reported to the manufacturer, by the end user, per the end user, that manufacture defect in hml450, ps provided troubleshooting/support over the phone with (caregiver), she restated the below events of the issues, but also added that the service provider that delivered the lift did not leave any contact info or user instruction manual. The caregiver was lifting the patient up out of bed with the lift when they heard an audible "pop" sound, and then the boom arm completely froze. They managed to get the patient out of the lift and back into bed, but the lift is inoperable, meaning it does not raise or lower, even with the hydraulic switch all the way open and pulling down on the boom arm. The release valve knob spins but apparentally does not function in lowering the boom. Complaint # (B)(4) was entered into our system.

Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.